Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. Lfs has received the subject test strips back from the patient and lfs tested the subject test strips and the test strips passed when the meter is returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The lay user / patient contacted (B)(6) on (B)(6) 2012 alleging inaccurate readings on their one touch verio meter. The patient had obtained a 15.2 mmol/l on their verio meter and compared the result to another meter and obtained a 7.0 mmol. Results were done less than 30 minutes from one another. The patient denied exhibiting any symptoms or seeking any medical attention. The technique of applying blood on the test strip was correct. The test strips were not opened longer than the expired date. The test strip vial was not cracked or broken. The products were replaced and requested back. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the readings are greater than 30 mg/dl or 30%.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.